Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels rose to 20.6 mmol/l (370.8 mg/dl) while wearing the pod longer than 48 hours. When removed from the infusion site, the patient reported that the cannula never deployed from the pod at activation. As treatment, the patient gave manual injections using an insulin pen.